Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was being transported by ambulance and the programmer exhibited an error message. When the physician touched the programmer he was mildly shocked.